Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the hyperglycemia, bleeding and redness.

Event description:
The patient reported multiple pod issues throughout february involving leakage, itching, bruising, bleeding, and episodes of elevated blood glucose. This report covers the fourth pod that was applied on (B)(6) 2026 that resulted in bleeding and bruising after one day, redness at the site, and high blood glucose at 370 mg/dl. The patient observed a white mucus-like substance obstructing the cannula, which was interpreted as possible pus. The patient confirmed that no medical assistance was required.